Manufacturer narrative:
Review of applicable device history records did not identify any excursions that are likely to have contributed to infection. Infection is a known inherent risk of surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. On 11jul2023 the nalu staff was made aware that the patient had developed cellulitis over the implant incision. Patient was given intravenous and oral antibiotics, however the infection did not resolve. Patient had a full system explant on (B)(6) 2023 due to unresolved infection.